Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose value of 600 mg/dl. Customer woke up with high blood glucose value due to not screwing back the battery cap properly. The customer called her doctor and was advised to go to the e.r. The customer is reporting a past event. Customer was hospitalized some time in september 2016 due to high blood glucose. Blood glucose at the time of the admission was 358 mg/dl. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. Troubleshooting was declined. The insulin pump will not be returned for analysis.